Event description:
One resolute onyx coronary drug eluting stent was deployed in a severely calcified lesion, with minimal tortuosity and 90% stenosis, in the left mid anterior tibial artery. Post procedure, it was reported that the stent collapsed and was pinched in the mid-section. A medtronic pacific plus pta balloon was used to open and dilatate the collapsed resolute onyx stent. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device used was an onyx frontier coronary drug eluting stent. There was chronic total occlusion (cto). The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. There was no difficulty noted during stent deployment. The stent was post dilated to rated burst pressure atm. The balloon or delivery system did not snag on the deployed stent. There were no difficulties noted during the removal of the guidewire. There were no previously deployed stents at the site of treatment. Post the initial procedure in the at artery the stent was deployed and fully expanded. Approximately 3 to 4 months post procedure, it was reported that the stent collapsed and was pinched in the mid-section. The stent collapse was believed to have happened in the post procedure period, approximately 3/4 months after the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.